Event description:
It was reported (1) hp052 was used during an unknown procedure. It was reported by the rep the hp052 delivered a constant tone when hooked up to the cs14c. The test tip was applied and confirmed that the handpiece had the problem. There was no consequence to pt.